Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report a single gripper actuation issue. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. Imaging was noted to be difficult during the procedure. An xt clip was inserted, but it was observed the grippers did not lower. Troubleshooting was performed but was unsuccessful. Subsequently, the clip was exchanged and one clip was implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported gripper actuation issue was not confirmed via returned device analysis. The reported poor image resolution during use could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. The reported poor image resolution was associated with difficulty visualizing the stuck gripper. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.